Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads. The insulin pump was missing the end cap sticker.

Event description:
Customer reported that he had high blood glucose of 520 mg/dl; he changed the infusion set and reservoir and when trying to rewind; the insulin pump alarmed motor error. Customer was wearing the insulin pump when going through the body scan at the airport. Customer does not use the sensor feature and is not able to complete the rewind sequence. Nothing further reported.